Event description:
It was reported that when using the tunnelling tool with the carrier obturator in place, holding the extension, the plastic carrier broke when it was pulled through the tunnel. The physician had to dig in the tunnel with forceps to retrieve the extension and the broken carrier piece. While trying to get the extension out, it was damaged. The physician cut the extension to pull it out easier. Another extension was used and everything worked out fine. There was no injury to the patient.

Manufacturer narrative:
The extension, tunnellers, and obturators were returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.